Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. Additional information. Additional event information. No additional treatment was performed on the unformed staples. The procedure was not converted. No bleeding or no damage of the target tissue was observed. The surgeon assumed that the stapler had a problem. The patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a thoracoscopic lobectomy, the staples at the distal end of the cartridge were unformed. The surgeon commented that it was slightly difficult to fire the device. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.